Event description:
Customer reported via phone, the insulin pump had alarmed button error and has been reoccurring for quite some time but was able to resume therapy. Customer this time the device alarmed after the battery was changed. This occurrence the customer was changing the battery out, he bloused, and then it alarmed. Customer's blood glucose was 400 mg/dl. Customer had the device in his pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis. Customer stated the device was also alarming battery out limit and he was able to clear both of the alarms and retrieve the settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker and minor scratches on the display window. No battery out limit alarm was noted. All operating currents were within specification and the insulin pump passed the self test.